Manufacturer narrative:
The device involved in this MDR report is not approved in the united states. However, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, when performing a manual sensing test, the first r wave detected is of a lower amplitude (around 3 mv). The rest of the r waves have a value around 12 mv. A low r-wave warning appears.